Event description:
The pt received his scs system on (B)(6) 2010. It was reported that the pt was not able to get the charger to locate the ipg. The pt has not lost or gained any weight, and the ipg is not shallow or deep. The pt tried adding and subtracting space and repositioning the antenna to no avail. The pt has stimulation. The ipg is 25% full. He was sent a new charger to help resolve the issue. Attempts to gather additional info have been unsuccessful. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.